Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2021-28580, related manufacturer reference number: 2017865-2021-28581, related manufacturer reference number: 2017865-2021-28582. It was reported that a patient presented to the emergency room. Upon examination, the patient was found to have an infected device. How the infection was confirmed is unknown. The entire system was explanted on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.